Event description:
It was reported that when an asymptomatic patient presented into clinic, non-sustained lead noise due to post-paced t wave oversensing was observed. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.